Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature source: bang jy, navaneethan u, hasan mk, sutton b, hawes r, varadarajulu s. Non-superiority of lumen-apposing metal stents over plastic stents for drainage of walled-off necrosis in a randomised trial. Gut. 2019 jul;68(7):1200-1209. Doi: 10.1136/gutjnl-2017-315335. Epub 2018 jun 1. Pmid: 29858393; pmcid: pmc6582745. Block h6: imdrf patient code e0513 captures the reportable event of pseudoaneurysm, vessel. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e0506 captures the reportable event of hemorrhage, major. Imdrf patient code e1002 captures the reportable event of pain, abdominal. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f0101 captures the reportable event of therapeutic response decreased. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of positioning issue. Imdrf device code a0106 captures the reportable event of obstruction within device.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "non-superiority of lumen-apposing metal stents over plastic stents for drainage of walled-off necrosis in a randomised trial", by ji young bang, et al. Per the article, between february 2016 and march 2017, 80 patients were screened as part of a randomized clinical trial was conducted to compare the efficacy and safety of lumen-apposing metal stents (lams), specifically the hot axios stent, versus plastic stents for endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis (won). A total of 60 patients were enrolled, with 31 receiving lams. No significant differences were found between lams and plastic stents in terms of technical and clinical success, number of procedures, readmissions, or overall treatment outcomes, except for procedure duration, which was shorter with lams. However, the study reported a higher rate of adverse events in the lams group (32.3% vs 6.9%), including bleeding requiring embolization, stent migration causing gastrointestinal obstruction, biliary stricture, stent burial in the gastric wall, and accidental displacement during necrosectomy. To minimize adverse events with lams, patients should undergo follow-up imaging and stent removal at 3 weeks if won has resolved. Please refer to the referenced article for full details.